Manufacturer narrative:
Additional device evaluation was carried out. A 110vac was applied to the input of the power supply. Connected the supply to a known good cp. The cp would not power-up. After wiggling the power supply plug, the cp would power up intermittently. Destructive analysis was performed. The ac-dc power supply¿s dc plug was cut off from its connecting cable for resistance measurements. An intermittent electrical open was confirmed between the ground wire and the output connector¿s barrel, when physical pressure was applied to the plug housing. It was confirmed that the power supply would not power up cp caused by intermittent plug connector failure. The ground wire was intermittently electrically open from plug connector barrel at solder joint inside plug housing medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis of the programmer was unable to confirm the customer comment that the programmer battery would not stay charged, no battery was returned with the programmer. It was noted that the provided power supply was out-of-specification and could not charge the battery or power on the programmer. The device was no longer needed and subsequently scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service and subsequently tested out-of-specification during manufacturer analysis. It was further re ported that the programmer was no longer needed. There was no patient involvement.